Event description:
The spouse of the home patient (hp) reported they received an electric shock while attempting to power on the homechoice cycler for apd therapy. The hp's spouse relates that the homechoice cycler elicited a "system error 2084" alarm during setup, which indicates that the cycler's door may not have been fully closed. According to the hp's spouse, they attempted to clear the alarm by turning the power to the homechoice cycler off and then back on. The hp's spouse relates that when they went to turn the device off they felt resistance in the power switch and as a result, they exerted more force than usual when pressing the switch. The hp's spouse felt an eletrical shock in their right hand as they pressed the power switch into thr off position. The hp's spouse relates that they attempted to turn the power to the cycler back on; however, the power would not come back on. The hp's husband related that they did not experience any further electrical shock and there was no injury or medical intervention for either themselves for the hp.